Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4): indication for use; device used in saphenous vein graft. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the promus stent was used in the saphenous vein graft. The promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions and that the safety and effectiveness of the promus stent have not been established for subject populations in saphenous vein grafts. The two unspecified abbott stents are being filed under separate medwatch MFR numbers.

Event description:
It was reported that after implantation of four unspecified abbott brand stents in unspecified vessels, and implantation of a 3.5x18 promus otw stent in the saphenous vein graft (svg) to obtuse marginal (om) coronary artery bypass graft in (B)(6) 2011, the patient presented with chest pain and hypertension on (B)(6) 2012 and was diagnosed with in-stent restenosis of two of the unspecified abbott brand stents and the promus stent. The patient was treated with heparin and blood pressure has stabilized, but as of (B)(6) 2012, no additional medication has been prescribed and the restenosis has not yet been treated as the physician is still determining the best course of treatment. There were no reported adverse patient sequelae. No additional information was provided.